Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is listed in the xience prime long length everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left circumflex artery with heavy tortuosity and heavy calcification. Rotablation was performed with an unspecified device. Pre-dilatation was performed using an unspecified 1.5x12 mm balloon catheter. A 2.5x38 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion and the stent was deployed. There was no interaction of devices. A distal edge dissection was noted and a 2.5x12 mm xience prime stent was used to cover the dissection. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. There were no other device/procedural issues noted. No additional information was provided.